Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported after the duoderm was in place three to four days, when the nurse tried to remove the duoderm border. It was stated that she had to remove the duoderm piece by piece using an (unknown) adhesive remover. There was no harm reported to the patient.